Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). On (B)(6) 2016, it was reported that the device did not work. It ended up cutting and not taking skin. On june 21, 2016, it was clarified that the issue occurred during surgery with an extension of 1-15 minutes. There was no harm, injury or adverse event to the patient or operator and the surgery was completed with an alternate device. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was january 12, 2009 where it was reported that the using the 4¿ blade the device was cutting into the patients¿ skin and lacerations occurred and the bearings, seal and retaining rings, and o-ring were replaced. This is not a related issue. The previous repair report for the air dermatome, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on may 31, 2016 by zimmer biomet (B)(4) revealed that the plates sent in for evaluation were worn and the head of the device was also worn. Repair of the air dermatome was performed by zimmer biomet (B)(4) on may 31, 2016 which included replacement of the o-rings, bearings, torque control surfaces, sterilization seals, all parts deem damaged during the assessment process, and ratchet gear. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested the reported event was confirmed since during initial inspection the plates and head to the device were worn. The root cause of the device not working and cutting but not taking skin cannot be specifically determined with the provided information. The issue was resolved with the replaced o-rings, bearings, torque control surfaces, sterilization seals, all parts deem damaged during the assessment process, and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device did not work. It ended up cutting and not taking skin during surgery.